Event description:
The secured end of the catheter securement device came loose and fluid leaked out and the intact system was compromised. This malfunction increase the risk of contamination and infection. Device usage problem: device failed )e.g. Broke, couldn't get it to work or stopped working).